Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the expiratory filter was difficult to install on this avea ventilator. When the unit was checked the peep (positive end expiratory pressure) was set at 5 cmh2o and was reading 9 cmh2o. The expiratory filter was replaced and this issue persisted. The customer stated that there was no patient involvement.

Manufacturer narrative:
Results of investigation: a carefusion field service representative went onsite to evaluate the device. In order to resolve the reported issue, remediation under a field corrective action was performed, replacing the transducer communications assembly board and enhanced patient monitoring board. The device was tested and operating to service specifications.